Manufacturer narrative:
Investigation summary bd received photos for investigation, with a total of 9 images provided. The photos show damage to the shrink wrap and missing shelf pack labels; however, no broken tubes are visible in the images. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: incorrect/missing label information and open package/seal. This complaint has not been confirmed for the indicated failure modes: damaged. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® urine analysis preservative tube, an unspecified number of tubes were missing a label, were broken, and the packaging was open. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® urine analysis preservative tube, an unspecified number of tubes were missing a label, were broken, and the packaging was open. No adverse impact was reported regarding the patient or user.